Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 54 mg/dl, which was addressed by consuming food and juice. Reportedly, the customer's low bg levels began while the customer was not using the pump. However, low bg levels continued after resuming use of the pump on (B)(6) 2016. The customer's health care provider recommended pump settings adjustments to resolve the low bg issue. While programming settings for additional time segments into the pump, it was noted that the pump time was not correct, as the pump battery had been allowed to deplete completely and the pump was not used for several months. The customer adjusted the pump time to the correct time.